Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after running 40 units of insulin through the tubing during the fill tubing process, insulin was not observed exiting the end of the tubing. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the customer was guided through the fill tubing insulin was observed exiting the tubing. The customer connected the patient line back to the infusion set and continue the fill process; however, after 20 additional units of insulin were ran, a low insulin alert occurred. Customer was advised that the cartridge did not have enough insulin remaining to resume insulin delivery offered to assist with guiding the customer through a cartridge change. The customer declined.